Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient posted on (B)(6) that she was experiencing pain shooting down the tubing, headaches and a constant burning sensation. According to the report, in (B)(6) last year the patient¿s ventricles were dry and the physician had to readjust the valve. The report stated that this had happened three times last year. According to the report, so far this year, the pressure setting of the valve is ok. The report stated that the patient felt something was weird with the site itself. According to the report, the patient has a migraine that got exacerbated when the shunt sucked one ventricle shut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.